Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the case was cracked on lower left front corner, had a broken tab inside bottom case, and the left plunger case had a broken screw boss. A review of the event history log identified motor not running error. During functional testing using the occlusion test, the reported was duplicated. The main board was misaligned from extrusion due to pump being dropped by customer. The root cause of the problem a result of the customer's impact to the device. Realigned the main board and performed occlusion test and all functional testing which passed.

Event description:
It was reported that the pump exhibited a motor not running error. No patient injury was reported.